Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # 176c77. Investigation summary- the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. In addition, a tyvek was received along with the sample. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have slight nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed during functional test. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 176c77, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 11/11/2025 d4 batch # unk b3: only event year known: 2025 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Was a purse string device used and/or triple staple technique used? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the circular stapler did not adequately grasp the tissue during use, which led to an incomplete anastomosis and consequently required additional intervention to resolve the situation. The instrument was used in accordance with the instructions, and all handling standards were respected. There was an extension of the operation duration, and the operation was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer in the upper rectum. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Professor was used the device and he had numerous experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The indicator was located in the middle-b. Was a purse string device used and/or triple staple technique used? It was used a purse string device technique. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, but they were incompleted. Was a complete transection of the white breakaway washer visually confirmed? Not visual expected but they had audible feedback. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The anastomosis was incomplete so they used another circular staple to complete anastomosis. What is the current status of the patient? The patient is in good health. The procedure went well despite the extended procedure and complication that surgeon had.